Event description:
A memory lens implanted in a pt's left eye in 1999 was diagnosed as opacified in 2002. Visual acuity reported as 20/50 at 2003 office visit. The report indicates that the surgeon offered to explant and replace the lens, however, the pt wants to wait for now. Prognosis indicated as fair and the pt is scheduled for next follow up exam in six months. No further info is available at this time.